Event description:
It was later reported that the explanted device is available for return. The device has not been received by the manufacturer to date. Return package was requested and sent to the explant facility. No other relevant information has been received to date.

Event description:
Additional information received. Product analysis was completed and reviewed. No anomalies seen pertaining to this event. No other relevant information has been received to date.

Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
It was later noted that the device has been received by the manufacturer. However, product analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient is experiencing pain in their neck when they turn their head which is suspected to be related to their lead. The patient possibly damaged their lead after they experienced a fall. It was later reported that the patient had their vns generator replaced, the current lead was left implanted meaning there were no malfunction seen with the lead. The explanted generator has not been returned to the manufacture to date. No other relevant information has been received to date.